Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got another infection after replacement and had device removed again and replaced after infection cleared. The infection was behind the ear and the stimulator was removed. They still have leads in the brain. They do not know why the infection happened.